Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was involved in an infection at the device pocket and incision site. It was being treated with intravenous antibiotics. There was no infection associated at the incision sites where the electrode was secured. The field representative noted the infection appeared to be clearing up. The system remains in service. No additional adverse patient effects were reported.